Event description:
Boston scientific received information that this patient called to report she possibly had a syncopal episode following with dizzy spells. The patient was also inquiring if boston scientific could see if she had any recent episodes with her device. Technical services referred the patient to seek medical attention and explained we cannot review if any episodes were stored without a programmer or home monitoring equipment.

Manufacturer narrative:
At this time there is no further information available. Attempts to obtain additional information have been made, however were unsuccessful. Should additional information become available, this report will be updated.